Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system was returned for analysis. The struts in the center of the stent were stretched and distorted. This type of damage is consistent with the stent meeting resistance possibly during the withdrawal of the device from the patient. The tip of the device was examined and there was no issue with its profile. The balloon cone profile was reviewed and no issues were noted with the overall balloon profile. The balloon was tightly wrapped, evenly folded and not subjected to positive pressure. A visual and microscopic examination of the inner markerband found no issue with their profiles that could have contributed to the complaint incident. A visual and tactile examination found no issue with the shaft profile. A visual and tactile examination found that the hypotube was kinked at various positions along its length. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 19-feb-2016. It was reported that crossing difficulties were encountered. The patient presented with coronary artery disease. The target lesion, containing a lesion bend of >=90 degrees, was located in the severely tortuous and severely calcified proximal to mid left anterior descending artery and left circumflex artery. After pre-dilation, a 2.50x24mm promus element¿ plus drug eluting stent was advanced but failed to cross the lesion. The procedure was completed with a 2.5x20mm promus element¿ plus drug eluting stent . No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.